Event description:
The customer reported that the device had "no power". There were no reported injuries or delays related to this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem of no power was confirmed. Further investigation found the handpiece to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no injuries associated with this failure mode.